Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection showed one of the jaw legs was misaligned. The instrument was received fully applied. Functionally, when test fired the clip was ejected from the jaws unformed. The jaw and handle moved smoothly through the firing cycle, returned to the open position, and interlock engaged appropriately. It was reported that the clips would not load properly. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if a side-load is applied to one of the jaw legs or if the device is applied over an obstruction during clinical application. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatectomy, while on hepatic vessel, there were issues experienced with loading/firing of the clips. No clips able to be load properly into the jaws at any point during use. The device was replaced to complete the procedure. There was no patient injury.